Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on unspecified dates, further described as "past couple nights". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "pin head sized air bubbles" were found in the tubing of two (2) amia automated pd cycler sets. This was observed during use of the devices for peritoneal dialysis therapy. No physical issues were noted with the tubing or cassettes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.